Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/15/2014 with the following findings: the pump was powered on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed on the pump. The black box revealed no unusual fluctuation of voltage. The pump was tested with an external power supply; the idle, sleep, rewind and load currents were all within specification. The pump cover was removed; there was no evidence of loose components or moisture contamination found inside pump. The reported temperature issue with the pump was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.